Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 5fr sheath after a diagnostic procedure. Reportedly, resistance was felt when loading the proglide on the guide wire. A second proglide device was used but the sutures failed to capture the artery. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulty appears to be related to a potential product quality issue. The treatment appears to be related to circumstances of the procedure. Based on an expanded review, the issue appears it may be related to manufacturing. Although a product issue was identified, it was concluded that there is no indication to suggest impact to a wider population or a systemic issue. The performance of these devices will continue to be monitored.